Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. No damage on retainer ring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the o ring was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.